Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(UDI) : (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the device exhibits signs of repeated use (nicked or gouged) and is fractured on lateral side of post. Device history record (DHR) was reviewed and no discrepancies were found. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was fractured after surgery. Attempt for further information has been made, but no further information has been provided.